Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged when the patient pulled up to get out of bed. The patient then experienced diaphragmatic stimulation. The lead was explanted and a new lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.